Event description:
Patient underwent lle (left lower extremity) venogram complicated by instrument failure requiring placement of a covered stent-graft in ivc (inferior vena cava) to prevent component of instrument from embolizing. Revcore thrombectomy catheter tapered tip nose cone broke off in patient. 2mm diam. X 5-6 mm length. Single-use item. The tapered tip nose cone came separated from the catheter and in the patient.